Event description:
It was reported that a faradrive steerable sheath during preparation to treat a paroxysmal atrial fibrillation presented the dilator deformed. They open the package and saw directly that the end of the dilatator is deformed. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. An abnormality was noticed at the distal tip of the dilator. An attempt to evaluate the functionality of the returned device was unsuccessful as the steering knob was unable to be rotated with minimal force. Inspection of the dilator confirmed the abnormality to be damage at the distal tip of the dilator. Dissection of the sheath handle found the friction gasket adhered to the shaft of the sheath and the distal surface of the screw component, resulting in the failure to engage the deflection mechanism. The damage on the dilator was noticed during preparation which indicates the dilator was likely in this condition from manufacturing.

Event description:
It was reported that a faradrive steerable sheath during preparation to treat a paroxysmal atrial fibrillation presented the dilator deformed. They open the package and saw directly that the end of the dilatator is deformed. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned.